Manufacturer narrative:
One certain® low profile one-piece abutment was returned for inspection. The abutment was fractured at the top of the threaded region. The drive feature is worn but functional. Returned device was examined visually by the naked eye and through magnification. The reported fracture was confirmed. The device history record review for the abutment was performed and did not identify any manufacturing deviations that would result in or contribute to this complaint. A definitive root cause has not been determined. Date of this report. Date received by manufacturer. Added expiration date. UDI: (B)(4). Added device manufacture date. Added follow up type. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Added evaluation codes.

Event description:
It was reported that abutment screw fractured with unjustifiably reason, the dentist applied a torque of 15ncm. Both portions of the fractured abutment screw were returned.